Event description:
The consumer reported an informational power on reset (por) code. Therapy had stopped due to the por. This was not related to an ove rdischarge event. They had tried to turn on the stimulation on (B)(6) 2016 and encountered a call your doctor icon where it said reset occurred. There were no falls, traumas, medical tests, or electromagnetic interference environmental exposures that could have been related to this issue. Steps were reviewed on how to clear the por with the patient programmer and they were successful in clearing the por. The therapy was turned back on and the therapy was adequate. Relevant medical history included post lumbar laminectomy sy ndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.